Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 16mm synergy¿ stent was advanced to treat the lesion. However during procedure, the physician noticed that the stent was not on the balloon. It was then confirmed that during preparation, the stent was also removed upon removing the stent protector. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 0019508112 to 20075097. Device expiration date corrected from 01/11/2018 to 06/04/2018. Device manufactured date corrected from 08/09/2016 to 01/02/2017. Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis with a separated stent and a stent protector on a pig tail mandrel. A visual and microscopic examination of the crimped stent identified that the stent was separated from the sds and damaged. Damage was noted across the entire stent and struts from the mid-section were stretched. The stent was returned on a pig tail mandrel. There was no stent on the balloon. The balloon wings were open and not in their original folded position. It appeared that the balloon had been inflated and deflated. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. A visual and microscopic examination of the tip found no issues. A stent protector was returned on pig tail mandrel. The inner diameter (ID) of the returned stent protector was measured and is within specification. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 16mm synergy¿ stent was advanced to treat the lesion. However during procedure, the physician noticed that the stent was not on the balloon. It was then confirmed that during preparation, the stent was also removed upon removing the stent protector. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.